Event description:
It was reported that a pacer-dependent patient presented in the ER after experiencing a syncope episode. Upon device check, inhibited pacing due to oversensing was observed. The physician suspected clavicular crush due to a large number of leads in the subclavian may have contributed to the oversensing. The device was downgraded to a pacemaker and the lead was capped. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.